Manufacturer narrative:
H3: product analysis for mr8-lp05ba30d with lot#0229094328:no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during brain tumorectomy there was breakage during surgery. No patinet impact reported. It was reported that there were no fragments left inside the patient and there was no delay in procedure as a result of the event.the procedure was completed with the backup product. No additional intervention was performed or planned as a result of this event.upon followup it was confirmed that there was no patient impact.

Manufacturer narrative:
H3: product analysis for mr8-lp05ba30d with lot# 0229094328: evaluation determined that tool was broken at the stem a few mm inside the tube. The likely cause of failure that the user did not adequately irrigate the cutting site during use. The diamond head became coated in debris, which reduced efficiency. The user applied greater pressure on the tool, which led to fracture. It was also noted tool head was coated in white debris. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.